Event description:
Customer reported that a known anti-fy(b) was not found on a patient sample tested with capture-r ready ID (crrid).

Manufacturer narrative:
The reactivity of the fyb antigen was confirmed on retention crrid, lot id104. The customer returned sample for investigation testing. No reactivity was observed with the sample when tested on an in-house galileo. The nature of the sample appears to be the caused of the event.